Manufacturer narrative:
The reported event of guidewire could not advance was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The inner coil was found to be kinked and stretched at the s-curve region. The cause of guidewire could not advance was due to the inner coil damaged at the s-curve region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire of the left ventricular (lv) lead was failed to disconnect. The lv was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d9 - previously should choose yes for radio button "device available for evaluation".